Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported upon completion of the pd treatment, and removing the cassette, it was observed that fluid leaked onto the liberty cycler. During follow up with patient's nurse no patient adverse events were reported. No changes to the patient's status were reported. No additional complications were reported. The set was discarded.